Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation. If the device is returned at a later date, this report will be supplemented. Follow-up #1 narrative: this supplemental report is being submitted to provide additional event information , provide/update the initial reporter information, provide additional report source, provide the date received by manufacturer, and update/correct the patient code. This supplemental report is beyond the 30 days because our inbox was down for a few weeks when the patient follow-up was received. Additional information was received and it was reported that the patient on the table but has not yet sedated. The doctor used a new 18l6 hd transducer to repeat and complete the procedure. There was no patient adverse event reported. No additional information was provided. Follow-up #2 narrative: this supplemental report is being submitted to provide additional manufacturer narrative. Engineering investigated the issue via tfs defect 476554 and found that the root cause of the triple images is an initialization issue when the transducer is selected, which occurs roughly 1 in 1000 probe initializations. The interim solution would be to look for the triple image when the transducer is selected, which can be done by pressing a finger on one end of the transducer, and making sure the image is as expected, i.e. You can see one finger on the image. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. This emdr contains the initial submission, fu#1 and fu#2.

Event description:
It was reported that the 18l6 transducer displayed an error img 29, triple image, and a dark band around the image. No additional information was provided. Multiple attempts were made to obtain the patient outcome and additional information regarding the reported phenomenon but with no results.